Manufacturer narrative:
The exposed portion of the soft cannula was found to be torn off at the tip of the formed needle. It could not be determined when the tear occurred or if it contributed to the reported event. No other damages or defects were found with the device and the cause of the event could not be conclusively determined.

Event description:
After investigation it was found the device had an exposed portion of the soft cannula that was torn off at the tip of the formed needle. The patient's blood glucose levels reached greater than 356 mg/dl while wearing the pod longer than 48 hours. As treatment a new pod was applied after the event.